Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the pump was not priming properly. There was no allegation of an adverse event. No other information was provided. This complaint is being reported as the issue was not resolved.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/16/2017 with the following findings: during investigation, there was a rewind, load and prime steps performed successfully with no alarms. There were multiple loss of prime warnings observed in the black box with low non zero force. The force sensor calibration was found to be within specification. The pump was exercised for 24 hours with no alarms or prime issues occurring. Unrelated to the original complaint, the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).